Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. Visual inspection of the device found the battery and door were missing. Review of the event history log was unable to verify customer's complaint. Device underwent multiple flow and occlusion tests; unable to verify the reported customer complaint during testing. Device operates within specification.

Event description:
Information was received that device motor is not running. No adverse effects reported.